Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp in a (B)(6) male patient for support of chest pain. The decision was made by physician to wean and explant impella after unable to detect right pedal pulses via doppler. Popliteal pulses were present, right lower extremity remained warm with adequate capillary refill, and no mottling noted. Patient taken to cardiovascular laboratory and runoff of right leg revealed peripheral artery disease and sluggish flow. Levophed used as bridge to explant to tolerate procedure, narcotic analgesia and sedation, as per physician. Patient started on dobutamine and levophed being actively weaned. Hemostasis achieved using contralateral balloon followed by manual compression for a total of one hour. Patient stable and taken back to intensive care unit with pedal pulses present via doppler.

Manufacturer narrative:
The investigation for the reported ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the ischemia could not be determined.